Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, there was an intermittent short between the orange (lead 2-) and red (-5v) wires inside the cable connecting ECG electrodes c and d. The cause of the non-functional ECG electrodes is the short. The root cause of the short cannot be positively identified. No adverse event resulted from the damaged wire.